Event description:
It was reported that the user experienced hyperglycemia after stating they ate too much food while using the ilet system, suggesting a potential incorrect meal size announcement. Symptoms included elevated blood glucose. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included multiple outreach attempts to obtain blood glucose and event details. Investigation of this case revealed no device malfunction or component issue could be identified due to lack of additional information, and the event was consistent with user-reported excess carbohydrate intake relative to meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.